Event description:
It was reported that the images on the 9600+ system were not clear enough to finish a procedure. Another system was used to completed the procedure. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. However, adjusted the monitor brightness, contrast, and focus. Also adjusted the camera focus and checked kvp auto tracking. Suggested that the clinical application specialist supply tech training. The system was tested and found to be working as intended and placed back into svc.